Manufacturer narrative:
This device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this pacemaker, noise was noted on the right ventricular (rv) channel when the device was placed in the pocket. The lead was removed and reinserted which resolved the noise. It was suspected that the noise was due to air entrapment in the header. No adverse patient effects were reported.